Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed post operation of newly implanted device on chronic right atrial (ra) and right ventricular (rv) leads. Physician elected to explant and re-implant the device due to lead noise. Due to the onset of abnormal sensing performance of both ra and rv leads physician elected to undergo complete replacement of the device. During procedure lead insulation damage was noted on both ra and rv leads. Physician suspected that the cause of lead noise was due to lead abrasion. The device and both ra and rv leads were extracted via laser lead extraction and replaced. Patient was stable post procedure.